Event description:
It was reported that an ultrafiltration (uf) event occurred during hemodialysis therapy with an ak 96 machine. The machine alarmed and the patient experienced breathing difficulty. Therapy was discontinued and the patient's weight increased by approximately 3kg. The patient was hospitalized to undergo additional emergency dialysis. The pre-dialysis blood pressure was 207/113 mmhg, and the post-dialysis blood pressure was 171/90 mmhg. The pre-dialysis weight was 61.1kg and post-dialysis weight was 57.6 kg, with a total uf volume of 4000ml. Treatment was continued and "symptoms noticeably improved". No additional information is available.

Manufacturer narrative:
E1: initial reporter address: no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.